Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. However we did receive performance data collected from the device and have analyzed the data. Ventricle rate limit power on reset occurred on (B)(6) 2011.

Event description:
It was reported that the device experienced a power on reset during implant. The device was replaced. No patient complications have been reported as a result of this event.